Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he received a no delivery alarm during the priming process on the insulin pump. Customer's blood glucose was 522 mg/dl. Customer removed the battery and put it back in the pump. Customer stated that it fully primed. Customer was advised that a no delivery alarm during priming usually means a connection issue and he must've fixed the problem. Customer was advised to monitor the pump.